Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service and successfully replaced. The lead is available for return. No adverse patient effects were reported. Additional information received indicates that the helix was slightly extended at insertion from shipping that was not observed prior to insertion. The mechanism of the lead did not appear to function properly for extension and retraction of the helix so another lead was used.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service and successfully replaced. The lead is available for return. No adverse patient effects were reported. Additional information received indicates that the helix was slightly extended at insertion from shipping that was not observed prior to insertion. The mechanism of the lead did not appear to function properly for extension and retraction of the helix so another lead was used.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service and successfully replaced. The lead is available for return. No adverse patient effects were reported.